Event description:
Pt presented to office for routine ICD evaluation without c/o. Upon interrogation of device - warning appeared and unable to interrogate further. "Warning" possible device malfunction - a pulse generator fault has occurred. "Company tech services contacted - told to replace device, therapy delivery from device unreliable, either a component failure re: ram memory or a short in a lead. Pt. Admitted from office telemetry bed and device replaced 2003.